Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to the initial MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device.

Event description:
It was air embolism, st segment elevation, hypotension occurred. It was reported that faradrive steerable sheath selected for use in a de novo a fib procedure. During the procedure transseptal crossing had been completed with a guidewire holding access into the left atrium. The faradrive steerable sheath with the dilator inside was advanced over the guidewire and into the left atrium, as confirmed by ice (intracardiac echo). The dilator was fully removed from the faradrive steerable sheath. Aspiration was performed, noting all visible air was drawn into the syringe and a full column of blood filled the length of the faradrive steerable sheath to follow. Immediately after, the non-boston scientific (bsc) mapping catheter was introduced into the faradrive steerable sheath through the hemostatic valve. The doctor immediately looked at the clear length of the faradrive steerable sheath and noticed a large column of air (taking up almost the entire visible length of the sheath). The doctor immediately removed the non-bsc mapping catheter and aspirated until all visible air had been removed from the faradrive steerable sheath. The non-bsc mapping catheter was reintroduced to the faradrive steerable sheath and advanced it all the way to the left atrium. The physician confirmed no visible air in the left atrium at that time via ice. About 30 seconds later, the patient's blood pressure severely dropped and st elevation was noted on the EKG tracing. The patient's sats went to 80%. The doctor administered 1 mg epinephrine followed with light chest compressions. Within about 10 minutes, the patient's blood pressure stabilized, and the sats returned to 100%. There was visible air remaining on fluoroscopy. Air was determined to be in the right section of the pulmonary artery through transesophageal echocardiography (tee). Interventional radiology physicians were called. An attempt to aspirate the air mass using a non-bsc catheter was made and were unable to reach the exact location of the air. Even without successful aspiration, it was observed on fluoroscopy that the air embolus continually reduced in size. The physician opted to continue to monitor the patient. The patient was hospitalized overnight. The patient was discharged. The device return is unknown. It was further reported that air was seen during the procedure in the sheath. Bubble observed in flushing the sheath shaft. Air was seen inside of the patient on imaging (fluoro). The hd grid was inserted twice total. No irrigation device used. Sheath was only exchanged initially after transseptal and to remove it. Air was seen inside of the patient on imaging. The ir physicians were called and attempted to aspirate the air mass using the non-boston scientific catheter but were unable to reach the exact location of the air. Even without successful aspiration, it was observed on fluoroscopy that the air embolus continually reduced in size and the physician opted to continue to monitor the patient and keep her overnight. Versacross system was involved. The air was noted after the vesacross dilator had already been taken out of the body and the non-boston scientific grid mapping catheter was introduced. The wire was not inside the patient when air was noted, it had been fully removed. Faradrive sheath being introduced up to the left atrium, the faradrive dilator being removed, aspiration and flush, and the introduction of the non-boston scientific mapping catheter - faradrive dilator was the one that comes with the faradrive sheath. Physician believed that access solutions transseptal product does not contributed the patient complication.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was air embolism, st segment elevation, hypotension occurred. It was reported that faradrive steerable sheath selected for use in a de novo a fib procedure. During the procedure transseptal crossing had been completed with a guidewire holding access into the left atrium. The faradrive steerable sheath with the dilator inside was advanced over the guidewire and into the left atrium, as confirmed by ice (intracardiac echo). The dilator was fully removed from the faradrive steerable sheath. Aspiration was performed, noting all visible air was drawn into the syringe and a full column of blood filled the length of the faradrive steerable sheath to follow. Immediately after, the non-boston scientific (bsc) mapping catheter was introduced into the faradrive steerable sheath through the hemostatic valve. The doctor immediately looked at the clear length of the faradrive steerable sheath and noticed a large column of air (taking up almost the entire visible length of the sheath). The doctor immediately removed the non-bsc mapping catheter and aspirated until all visible air had been removed from the faradrive steerable sheath. The non-bsc mapping catheter was reintroduced to the faradrive steerable sheath and advanced it all the way to the left atrium. The physician confirmed no visible air in the left atrium at that time via ice. About 30 seconds later, the patient's blood pressure severely dropped and st elevation was noted on the EKG tracing. The patient's sats went to 80%. The doctor administered 1 mg epinephrine followed with light chest compressions. Within about 10 minutes, the patient's blood pressure stabilized, and the sats returned to 100%. There was visible air remaining on fluoroscopy. Air was determined to be in the right section of the pulmonary artery through transesophageal echocardiography (tee). Interventional radiology physicians were called. An attempt to aspirate the air mass using a non-bsc catheter was made and were unable to reach the exact location of the air. Even without successful aspiration, it was observed on fluoroscopy that the air embolus continually reduced in size. The physician opted to continue to monitor the patient. The patient was hospitalized overnight. The patient was discharged. The device return is unknown.